Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was repositioned once when the patient was non compliant and had moved around and pulled the lead out of position. The patient again, was up and moving furniture and the lead pulled back again so the physician replaced this lead and the patient was put in restraints. The explant date was not provided.